Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refq1071 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "patient's PICC was inserted on (B)(6) 2022 but patient was sent to another hospital for a while. Recently, patient's nurse noticed the PICC was leaking near the extension leg connection hub. No patient harm. The crack was on the extension leg, underneath the grip where the needless connector is changed. Leak occurred during flushing. PICC was removed from patient."

Event description:
It was reported "patient's PICC was inserted on (B)(6) 2022 but patient was sent to another hospital for a while. Recently, patient's nurse noticed the PICC was leaking near the extension leg connection hub. No patient harm. The crack was on the extension leg, underneath the grip where the needless connector is changed. Leak occurred during flushing. PICC was removed from patient."

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4fr s/l powerpicc catheter. Usage residues were observed throughout the sample. A needleless injection cap was attached to the luer adapter. The extension tubing markings were completely worn. A partially circumferential split was observed at the luer/tubing joint. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a spraying leak was observed at the split site. Microscopic inspection of the split revealed granular fracture surfaces. Beach marks and radiating tear marks were observed throughout the fracture surface. Material buckling was observed in the vicinity of the split. The fracture features and material buckling were consistent with material fatigue failure due to repetitive mechanical stresses such as twisting and kinking. The location of the damage suggested that catheter securement, access and maintenance techniques may have contributed.